Manufacturer narrative:
Manufacturer's report date: 08/28/2013. (B)(4). Simulation on test modules. The customer's complaint of the wrong concentration being programmed was not definitively confirmed, since no devices were returned for investigation and the event logs were not made available for analysis. Simulated use testing was performed based on the customer's reported issue using a test pc unit, pump module and auto ID module. The simulated use testing confirmed that the pc unit software version 9.5 does not require the pump module to be in an idle state prior to scanning an infusion label with auto-ID. Testing also confirmed that pc unit software version 9.12 does require the pump module to be in an idle state prior to scanning an infusion label for a subsequent infusion. The device with software version 9.12 performed as designed.

Event description:
The customer reported the wrong concentration was programmed, and noted the concentration was too strong. A patient was on levophed and the bag needed to be changed. The concentration of levophed changed, however, the levophed concentration that was programmed on the alaris system was not updated and did not match the actual concentration of levophed that was hanging. The customer used auto-ID for programming and a change to the software version of 9.12 will not allow scanning during an infusion. The pump would need to be in an idle state in order to program. The nurse knew about the software change and felt that the patient was too unstable to stop the levophed for even a very short amount of time so she was swapped out the bags and kept the old programming. The nurse either restored the old programming or changed the vtbi. The customer felt the change in functionality of the auto-ID module contributed to this incident and that if the auto-ID functionality had not changed, then this error would have been caught. The customer further states there was a concentration... The customer stated that no additional event or patient information is available. There was no patient harm or medical intervention.